Manufacturer narrative:
Details of complaint: on (B)(6) 2019, the customer reported comm loss at the central nurse's station (cns). Replacing the switch resolved the issue. No patient harm was reported. Service requested / performed: repair / evaluation. Investigation summary: the issue of comm loss in this complaint is not a result of a deficiency or non-conformance of an nk device. The comm loss was resolved by the customer by changing a switch. A CAPA is not required at this time. The overall risk rating is medium. The following fields are not applicable (na) to the MDR report: the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns:. Bsm:. Model #: bsm-4100. Serial #: ni. Bsm: model #: bsm-2300. Serial #: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
It was reported the cns displayed comm loss on multiple bedsides. No consequence or impact to the patients were reported.

Manufacturer narrative:
It was reported the cns displayed comm loss on multiple bedsides. No consequence or impact to the patients were reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were being used in conjunction with the cns. Concomitant medical products: bsm-4100 (sn# unknown); bsm-2300 (sn# unknown).

Event description:
It was reported the cns displayed comm loss on multiple bedsides. No consequence or impact to the patients were reported.